Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02650 & 03293).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1999. Subsequently, patient alleges to be experiencing pain, muscle spasms, swelling and recurrent dislocation. On the left side there has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1999. Subsequently, patient alleges experiencing pain, muscle spasms, swelling and recurrent dislocation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "postoperative bone fracture and pain.", problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medicalization or muscle deficiencies. "

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1999. Subsequently, patient alleges to be experiencing pain, muscle spasms, swelling and recurrent dislocation. On the left side there has been no reported revision procedure to date. Additional information received from the patient reported allegations of constant pain, leg length discrepancy, alteration in gait, and wear on the "ball and cap" of the hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not evaluated reason: product location unknown.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1999. Subsequently, patient alleges to be experiencing pain, muscle spasms, swelling and recurrent dislocation on the left side. There has been no reported revision procedure to date. Additional information received from the patient reported allegations of constant pain, leg length discrepancy, alteration in gait, and wear on the "ball and cap" of the hip. Additional information reported that patient underwent a hip aspiration on (B)(6) 2016. Infection was suspected and poly wear was noted at this time. It was further reported that patient was previously revised 2 or 3 times on unknown dates due to unknown reasons. A future revision procedure has been indicated due to poly wear; however, another revision has not been reported at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 16 states, "wear and/or deformation of articulating surfaces." Number 19 states, "postoperative bone fracture and pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02650 / 2015-3293 / 2016-02399).

Event description:
It was reported by the patient that patient alleges to be experiencing pain, muscle spasms, swelling, recurrent dislocation, length discrepancy, alteration in gait and wear on the "ball and cap" of the left hip. It was further reported that patient underwent a hip aspiration approximately seventeen years post-implantation. Infection was suspected and poly wear was noted at this time. It was further reported that patient was previously revised 2 or 3 times on unknown dates due to unknown reasons. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient that patient alleges to be experiencing pain, muscle spasms, swelling, recurrent dislocation, length discrepancy, alteration in gait and wear on the "ball and cap" of the left hip. It was further reported that patient underwent a hip aspiration approximately seventeen years post-implantation. Infection was suspected and poly wear was noted at this time. It was further reported that patient underwent 2 or 3 repositioning procedures on unknown dates due to unknown reasons. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient was revised approximately seventeen years post-implantation due to recurrent dislocations. During the procedure, cheesy exudate consistent with particle osteolysis, a well-fixed cup and stem, oxidation and elongation of the liner and locking ring damage were noted. The head, taper adaptor, liner and locking were removed and replaced to complete the procedure.